Event description:
It was reported that during use the needle separated from the hub with a bd needle 23g 1in tw. The following information was provided by the initial reporter: the needle was dropped off from the hub when the disposable needle was fixed on the syringe.

Manufacturer narrative:
H.6. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Photo evaluation: 2 photos were received for investigation. From the photos, observed cannula not present in the hub for one of the samples. Sample evaluation: 1 actual sample with hub only and 1 representative sample were received for investigation. The samples were not decontaminated. The 1 actual and representative sample were subjected to visual inspection to check for insufficient epoxy. For the 1 actual sample, observed traces of epoxy on only one side of the hub and cannula is not present. For the 1 representative sample, no abnormality was observed on the epoxy. The 1 representative sample was subjected to cannula to hub pull test and the results were within specifications. Simulation at the epoxy applicator station, the first simulation was conducted when there is machine stoppages and machine restart, the immediate rack was removed from the conveyor area to check on the epoxy on the needle part. At the needle assembly line, epoxy is applied at the epoxy applicator station. Based on simulation conducted when there is machine stoppages and when resume production, the dosing of the epoxy on the cannula is inconsistent. There is lesser epoxy applied onto the cannula for the needle part after machine resumes production. Hence, with lesser epoxy applied, the epoxy may not fully flow into the hub to bond the cannula causing cannula fall off from the hub. There is an on-the-job training document, (B)(4), in place to train the production technician to remove the first rack whenever there is a restart after cannulation station stoppage. Hence, this could be a case whereby the production technician had failed to remove the first rack when machine restart.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle separated from the hub with a bd needle 23g 1in tw. The following information was provided by the initial reporter: the needle was dropped off from the hub when the disposable needle was fixed on the syringe.